Event description:
It was reported that the unspecified bd syringe experienced tip/luer of syringe cracked/damaged/deformed/bent and leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description: when assessing patients lines and drips rn noticed tubing for fentanyl was wet and there was a small fluid collection in locked chamber. After retrieving pca to further investigate fluid, rn discovered that tubing was not properly connected to fentanyl syringe due to male luer lock piece broken off and missing. The fentanyl syringe also had a crack on syringe near the leur lock. The tubing had been passively hanging in syringe. Rn immediately changed out fentanyl syringe and tubing.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced tip/luer of syringe cracked/damaged/deformed/bent and leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: when assessing patients lines and drips rn noticed tubing for fentanyl was wet and there was a small fluid collection in locked chamber. After retrieving pca to further investigate fluid, rn discovered that tubing was not properly connected to fentanyl syringe due to male luer lock piece broken off and missing. The fentanyl syringe also had a crack on syringe near the leur lock. The tubing had been passively hanging in syringe. Rn immediately changed out fentanyl syringe and tubing.